Event description:
The complainant reported the inability to deflate the balloon of a 20 fr gastrostomy tube. Specific product information and pt information were not reported. The tube was removed by endoscopic procedure. It was reported that there were no pt injury or illness associated with the complaint. Since the pt underwent a non-elective endoscopic procedure, a significant medical intervention, this event is reportable as a pt injury. There was one pt involved.